Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer did experience symptoms of high blood glucose value such as nausea, abdominal pain, and headache. The customer treated high blood glucose with insulin pump and syringe. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. It was reported that the insulin pump was not on auto mode. The insulin pump will not be returned for analysis.